Event description:
It was reported that the renasys touch pump was not charging to full capacity. No interruption to treatment as had a spare. No patient harm reported.

Manufacturer narrative:
Our investigation into the complaint has now concluded. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The device was sent to a local service centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A number of issues were identified during the evaluation of the returned device as follows: failure to charge, failure to block and leaking, the device was found to need a new pump. Following the complaint assessment it was recommended by the service centre that the device be repaired. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.